Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2017 with blood glucose of 456 mg/dl and 400mg/dl. Customer was eating breakfast and her blood glucose value increased and she stopped eating and she started vomiting so she went to the hospital. Customer was also having power error detected alarm in their insulin pump. Customer explained that the internal power source is unable to charge. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.